Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device turned off by itself during use on a patient in the mode vc-ac. It was further reported that there was no harm to the patient.

Event description:
It was reported that the device turned off by itself during use on a patient in the mode vc-ac. It was further reported that there was no harm to the patient.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The log file was analysed for investigation. The available user log file starts at november 3rd 2021, hence it includes no entries regarding settings and alarms from the reported date of event november 2nd 2021. In general, the device monitors continuously the state and the function of internal components and software modules. If a deviation or abnormality is detected, an acoustical and optical alarm is generated and if reasonable respectively possible a restart is initiated. However, the available log file entries indicate a device restarts due to a failed ¿shut off test¿ of the internal battery. The device regularly conducts a "shut off test" to check the battery for proper operation. This test interrupts external power sources and will switch to internal battery for 500ms. If internal batteries are worn out, and the device detects this during this short period, the test will be cancelled. If the internal batteries are completely depleted and have no remaining capacity, the device will reboot due to lack of power for 500ms on internal battery. In case a ventilation is active at the time of a restart, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. After restart the ventilation continues with previous settings. The error code storage shows that the device already informed the user of a necessary battery replacement with the alarm massage ¿replace internal battery¿ nine times between january 8th 2021 and november 4th 2021an exchange of the internal battery is necessary. According to the instruction for use (IFU) the internal battery must be checked by service personnel every 12 month and must be replaced every two years. In addition, the IFU states that prior to use the user must check that the capacity of the internal battery is sufficient. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device turned off by itself during use on a patient in the mode vc-ac. It was further reported that there was no harm to the patient.